Manufacturer narrative:
(B)(6) 2015 11:51 am (gmt-4:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was not observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.*****************************************************************************************10/13/2015 11:46 am (gmt-4:00) added by stephanie yang (pid-000725):a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the user went to insert vasoview hemopro 2 into the hemopro harvesting cannula. While inserting the tool, he met a lot of resistance, then he retracted the tool and noticed that the metal plate of the hemopro 2 jaws were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.